Event description:
It was reported that the patient presented in the clinic. Upon device interrogation, it was noted that the right atrial (ra) lead and right ventricular (rv) lead exhibited loss of capture and irregular sensing. Fluoroscopy confirmed ra and rv leads dislodgement. The ra and rv leads were explanted and replaced on (B)(6) 2025. The patient was in stable condition.